Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing a white screen, white then black screen and partial display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Unit passed self-test. No unexpected partial display or missing segments noted during testing. Unit was received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.